Event description:
The pt reported he could not establish communication between his ipg and the charger. The pt also reported he had not charged his ipg n over 3 months. Additionally, the pt's programmer displayed a communication error. The pt is to meet with the sjm rep as the exact course of action.

Manufacturer narrative:
Correction/removal reporting number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.